Event description:
This is a report of three such events that happened in the spring of this year. In all three cases these disposable probes were hooked to the hydrothermal ablation machine and would not work. They quit shortly after beginning the procedure or would not pass the start up check.======================they were very good about refunding our money. These units are (B) (4). We did tell them we were going to report this to medsun.